Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. Tandem technical support verified that the alert was recorded in the pump history. Additionally, during troubleshooting, the customer triggered an alert and verified that an audible tone was declared by the pump. Blood glucose level was 92 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.